Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by counsel that claimant underwent right tha on (B)(6) 2011 and was implanted with an lfit v40 anatomic femoral head and accolade tmzf hip stem. He was revised on (B)(6) 2022 allegedly due to chronic right hip pain with mildly elevated cobalt levels.